Event description:
It was reported that an aseptico 30k motor was buzzing and possibly caused two files to separate; outcome of the events is unknown as of this report.

Manufacturer narrative:
Because separation of a file could necessitate medical /surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separations and even outcomes will be reported via asr, as appropriate. The device was returned to the physical manufacturer; the motor connectin joints were resoldered and the cable connectors were reset.